Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal, scratched lcd lens, and a damaged battery compartment. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the motor had over 12 million revolutions and that was the root cause. The motor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a motor problem. There was unknown patient involvement.